Event description:
It was reported by the olympus representative, the forceps elevator wire (k-wire) broke on the evis lucera duodenovideoscope. No patient harm reported. During the evaluation of the device, it was noted the adhesive part of the lighting lens was peeled off. This report is to capture the reportable malfunction of the peeled off adhesive on the lighting lens noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. A break was found in the forceps wire due to an external factor. The drainage function deteriorated due to clogging of the air supply / water supply nozzle due to handling (insufficient cleaning). The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the extension of the angle wire. The bending section cover adhesive was cracked due to an external factor. The lighting lens was cracked due to an external factor (tip hit). There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The paint on the air / water supply cylinder and suction cylinder was peeled off. There were scratches on the insertion tube, operation part, operation part cover, universal cord, grip, up/down/right/left knobs, right/left angle fixing knob, insertion part, and switch box, due to external factors. The scope connector may have been scratched due to external factors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to the initial medwatch. The aware date should be 16-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to complex stress such as mechanical stress by contact with endo therapy accessories, chemical attack by chemical solutions, and so on. Olympus will continue to monitor field performance for this device.